Event description:
On (b)(6) 2026, a patient underwent a recanalization procedure using a Seeker catheter. During the procedure, the tip of the catheter split and separated into two pieces, with a portion becoming lodged in the patient. Furthermore, open surgery was performed to remove the part of the catheter that broke off in the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE DEVICE HAS BEEN RETURNED TO THE MANUFACTURER FOR EVALUATION. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2026, A PATIENT UNDERWENT A RECANALIZATION PROCEDURE USING THE SEEKER CATHETER. DURING THE PROCEDURE, THE CATHETER WAS ALLEGEDLY SEPARATED INTO TWO PIECES. FURTHERMORE, OPEN SURGERY WAS PERFORMED TO REMOVE THE PART OF THE CATHETER THAT BROKE OFF IN THE PATIENT. THE CURRENT STATUS OF THE PATIENT IS UNKNOWN.

Manufacturer narrative:
H11: Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this lot. Investigation Summary: Received one Seeker Crossing Support Catheter. Upon Visual Evaluation, the Seeker Crossing Support Catheter was received in two segments. Segment one consists of the catheter hub and strain relief. A complete circumferential break was noted on the stretched catheter shaft portion at the distal end. Segment two consists of the remaining catheter shaft. A complete circumferential break was noted on the proximal end of the catheter shaft that was noted to be stretched. The distal tip of the catheter shaft segment was noted to be deformed. No other anomalies were observed. Due to complaint received in two segments, no functional testing was performed. Therefore, the investigation is confirmed for the reported detachment of device or device component as the Catheter was received in two segments. Also, the investigation is confirmed for the identified material deformation as the distal tip of the catheter shaft segment was noted to be deformed. A definitive root cause for the reported detachment and identified deformation could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. G3, H6 (Device, Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.